Event description:
It was reported that the (B)(4) power cord started smoking and melted. This was found during testing prior to a procedure. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by a field service rep. This report will be updated when the field service report is evaluated and the quality investigation is complete.